Event description:
It was reported that patient underwent knee revision surgery following implant migration and potential to cause bone breakage.

Event description:
Tibial component migrated. Total knee was revised.

Manufacturer narrative:
[(B)(4)].